Event description:
During a hysterectomy procedure, the needle broke. The surgeon applied another product without pt injury.

Manufacturer narrative:
9/2/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.